Event description:
A nurse (rn) contacted global technical services regarding a check lines and bags alarm on the homechoice (hc) machine during prime. The rn stated that she disconnected and reconnected the same supply bag to other lines. The technical service representative (tsr) explained the alarm to the nurse (rn). The tsr further advised the rn to restart the therapy with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
A nurse contacted baxter's technical service center to report a check supply line alarm on a home choice (hc) training device during prime. The registered nurse (rn) stated that the power cord in the back of the hc was very loose and she had to wiggle it for the hc to power up. This is a reportable event. The technical service representative initiated a swap of the machine due to a power cord issue. There was no patient involvement because this was a training device. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the patient, who explained there was no injury or medical intervention. This complaint for a check lines and bags alarm cannot be confirmed in the lab due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by the nurse disconnecting and reconnecting the same supply bag to other lines. The lot number is unknown therefore a batch review was not performed. The homechoice apd systems patient at-home guide instructs patients on when and how to connect the supply bags. This review finds the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review was not conducted.